Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy and the right ventricular (rv) lead exhibited dislodgement. The physician repositioned the rv lead, however, the rv lead exhibited dislodgement the again the following day. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood and dried tissue/body fluid in the sleevehead prevented the helix from extending and retracting, which is not a lead failure. There were no anomalies observed regarding the multi-lumen tubing and all electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.